Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 126,744 joules. Also, it was reported that the customer had no info if the fiber cap was retrieved. Furthermore, the customer had no info about pt injury. The device was not returned for eval.